Manufacturer narrative:
Correction: h6 investigation code previously reported as "cause traced to component failure", now updated to "cause not established".

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was premature based on the device usage. Device image indicated normal current drain during implant period and no high current drain sources were found throughout bench and environmental stress testing. Telemetry, impedance, sensing pacing and high voltage (hv) output functions of the device were tested and found to be normal. The battery analysis by the manufacturer found the battery was normal. The cause of the premature battery depletion could not be determined.

Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited premature battery depletion. The device was explanted and successfully replaced. The patient was discharged.